Manufacturer narrative:
One inform base, serial number (B)(4) was received. It was found to have contamination and debris behind the contacts. There was no signs of smoking of sparks during the investigation. The base functions and operates properly. The customer allegation of base unit has sparks as tested with returned product is not substantiated.

Event description:
The caller stated that the people on the nursing floor that were using the meter (serial number (B)(4)) and base (serial number (B)(4)), heard the meter humming. They looked at the back of the meter. They saw sparks at the point where the meter and base touch. The caller tried the meter in different bases but did not see any sparks. No one was injured by the sparks. The base and meter were requested to be returned and replacement product was sent. This medwatch is for the base. See the case with identifier (B)(6) for the medwatch for the meter.